Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose has been between 350 mg/dl and 500 mg/dl for the past two days. The patient executed multiple set changes and her blood glucose remained high. The patient's blood glucose at the time of incident was 546 mg/dl, which she treated with a manual insulin injection. The manual injection brought her blood glucose down to 61 mg/dl. Troubleshooting was initiated to inspect the pump. The customer mentioned that the battery died last night and when she changed it the display did not return until a minute later. The call disconnected in the middle of troubleshooting and when the customer was called only her voicemail was reached. No products were shipped or returned.